Manufacturer narrative:
This report is submitted on september 10, 2019.

Manufacturer narrative:
This report is submitted on july 09, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site; the patient was treated with antibiotics and steroids and underwent debridement at the site, however this could not resolve the issue. Subsequently the patient was placed under general anaesthesia to remove abutment.